Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6) relevant tests/laboratory date - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) migration of vegetation and death are known risks of complication with use of the glidelight device. The IFU warns "when marked calcification that moves with the lead to be extracted is seen on fluoroscopy, particularly in the atrium, the availability of immediate surgical assistance is paramount if a problem presents itself as a result of the extraction procedure." Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia. Prior to the procedure, a large pericardial effusion from end stage renal disease was noted. Utilizing a spectranetics 14f glidelight laser sheath and a cook medical needle¿s eye snare, the rv and ra lead were removed. During the extraction, vegetation was encountered on one of the leads, dislodging it and later causing it to embolize in the patient¿s lung; therefore, the patient went into pulmonary arrest after the procedure. Rescue efforts began, including CPR, medications, and pericardiocentesis. However, despite rescue efforts, the patient never recovered, and the decision was made to remove from life support. This report captures the 14f glidelight in use when the vegetation broke free from the lead, requiring intervention, but resulting in death. There was no alleged malfunction of the spectranetics devices in use during the procedure.